Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure on (B) (6) 2008. Since the operation, she has experienced severe pain. The surgeon has seen the patient several times since and has removed most of the mesh. The mesh was explanted on (B) (6) 2010. The patient has now described as feeling much better. The surgeon opines that this patient might be allergic to the mesh and has referred her to a dermatologist.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.